Manufacturer narrative:
Other, other text: h10 device evaluation: one level 1 trauma fast flow disposable was returned for investigation. The returned unit was visually inspected at 12 to 16 inches under normal conditions of illumination. The visual inspection did not find any defects/abnormalities. Occlusion testing did not confirm the reported occlusion. The customer reported product problem was not reproduced. No fault was found with the device.

Event description:
Information was received indicating that immediately on use of a smiths medical level 1 trauma fast flow disposable, the customer found an occlusion in the tube, which did not allow medical fluid to be infused through it. No patient consequences were reported. No adverse effects were reported.